Event description:
Prior to each sst (short self-test), a clean ventilator is dressed with a new patient circuit kit, a new expiratory filter, and new inspiratory filter. During safety test, a leak was noted with this lot # expiratory filter, expiratory filter change corrected the leak.